Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination noted no irregularities. The device was noted to have declared end of life (eol) battery status. A longevity calculation was completed and it was verified this device did not last as long as expected. Review of device memory found the device recorded a shock lead shorted fault. This was followed by several charge time exceeded faults which resulted in the device tripping eol. The shock lead shorted fault occurred as a result of a recorded ventricular tachycardia (vt) episode. Three other vt episodes occurred on that day, prior to the one that resulted in the shock. Review of these episodes noted they appear to be representative of atrial fibrillation (af). An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shock lead shorted fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the patient with this system, sought medical attention due to a system shock. Upon interrogation a device safety mode and a short circuit condition were observed. The device and associated right ventricular lead were extracted and replaced in absence of adverse patient effects. Only the device was returned for analysis; another system was implanted without incident.